Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 2 years and 8 months post implant of this 21mm aortic bioprosthetic valve, it was reported that the patient had an infection. The presence of vegetation on a tissue mitral valve was also reported. It was reported that the source or original location of the infection was a valve. The patient was prescribed intravenous antibiotics. It was also stated that intervention was required to extract the patients pacemaker and leads with no complications. No additional adverse patient effects were reported.